Manufacturer narrative:
Evaluation summary: h2o2 contact may occur when the load itself is moist before being placed in the chamber of the sterilizer and h2o2 condenses on the load. If too much h2o2 condenses, the h2o2 monitor will cause the cycle to cancel based on the cycle parameters in the software requirements specifications. The user's manual of the sterrad nx warns the customer that: "if a cycle cancels or if items in the load appear wet, hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves while removing the items from the chamber, and while wiping off the items with a damp cloth. Dispose of contaminated cloth according to your facility's procedures." Thus this issue can be attributed to the user not correctly following the instructions for use. Based on the health hazard evaluation, the risk of coming into contact with h2o2 is considered to be none/negligible. The shuma also considers the risk to be negligible. Based on the complaint trending for h2o2 skin contact issue on the sterrad nx product line, this is not considered a significant trend. Upon review of the service and complaint history for this system for the six months prior to this event, there has not been a trend of this issue for this machine.

Event description:
The customer reported that two healthcare workers (hcws) experienced an h2o2 contact when unloading items from the sterrad nx chamber after a completed cycle. The symptom reported was burning on the fingers of the right hand, intermittently throughout the day. The area was rinsed with running water for at least 15 minutes. There was no medical treatment received for the reaction. The hcw was not wearing personal protective equipment (ppe). This is report one of two healthcare workers.

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00061 and 2084725-2010-00062.